Manufacturer narrative:
The device has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and then the posterior capsule was noted to be broken. A replacement lens of a different model was implanted. The incision was enlarged, however no sutures were placed. An inserter from a different manufacturer was used to insert the lens. The patient's current prognosis is "good."

Manufacturer narrative:
The lens was returned in two pieces. Visual inspection of the lens found foreign matter/particulates on the lens surface. Due to the condition in which the lens was returned further testing could not be performed. A retain sample from lot# 7542806 was pulled for dimensional inspection. All dimensional measurements were found to be within specifications. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information available the root cause of the reported event could not be conclusively determined.